Event description:
It was reported that pump battery depleted too quickly and led to pump shutdown, which caused customer¿s blood glucose level to rise to a ¿high¿ reading above 500 mg/dl, although exact value was unknown. Customer did not require special medical assistance and was able to give a correction dose using pump. There was no additional information received regarding other outcomes of blood glucose level. Customer was advised that battery use was consistent with pump settings and usage habits, was educated on factors that increased battery depletion, and confirmed understanding and ability to resume insulin delivery.